Event description:
It was reported that during preparation for a coronary stenting treatment procedure, foreign material in the package was identified. The 5.00x32mm liberte bare metal stent delivery system (sds) was removed from the hoop. The metal 'stylet' and the plastic sheath were removed. At this point, one of the stent struts was thought to be raised, but then what appeared to be a "wood chip" fell into the sterile field. The device did not come in contact with the pt. The procedure was completed with another liberte stent.

Manufacturer narrative:
The device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.